Event description:
It was reported that during the balloon preparation everything was done properly in the proper order (the cable was connected first in a dry area) to avoid any damage (water insertion) on the handle connection (B)(4), but when the physician inflated the balloon and started the ablation several impedance and temperature error messages appeared on the screen. We changed the cable to try and solve the issue but when we disconnected the cable a certain amount of water emptied from the inside of the handle. Due to the lack of material we switched the procedure into a conventional one (using stsf catheter). No patient consequences.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Manufacturer narrative:
One 13.5f guidestar steerable guiding sheath was received without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, water emptied from the inside of the handle. A visual inspection of the handle showed no signs of breakage or damage. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the handle of the sheath was intact and showed no signs of breakage, damage or leakage. The sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per procedure (destino steerable guiding sheath in-process and final inspection) sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information received 03/18/2022: it was confirmed that reference stsf is associated with the bwi thermocool smarttouch stsf. Additional information received 03/25/2022: both, impedance and temperature were not displayed. They turned on and off on all electrode randomly.